Event description:
It was reported that during the valve implant procedure, the following complications occurred: atrioventricular block (avb) and mild paravalvular leak (pvl). A permanent pacemaker was implanted one day after valve implant. No treatment was mentioned for the pvl. It was noted that electrocardiography showed third-degree avb during the procedure and second-degree avb at discharge. The patient was discharged home six days after the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.